Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering of insulin. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 21.8 mmol/l (392 mg/dl) while wearing the pod between 1 and 4 hours.